Manufacturer narrative:
A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient weight field not sufficient to hold all digits, should read: (B)(6). A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue. No further relevant issues reported.

Event description:
A medtronic representative reported that during a cranial resection the navigation system became unresponsive. The medtronic representative walked the site through restarting the software to resolve the issue. The surgeon completed the procedure with the use of the navigation system. There was a reported delay of 5 to 10 minutes due to this issue. There was no impact on patient outcome.